Event description:
Pt called lfs in 2003 alleging they were unable to test on the meter because the test will not start after applying the blood. The pt reported no symptoms of high or low blood sugar while attempting to test. The issue was not resolved while troubleshooting. No further info has been reported.